Manufacturer narrative:
When the meter and test strips involved with this complaint were returned to lifescan they were found to have meter serial number (B)(4)and test strip lot number 3955690.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2016, at 08:00am, and stated that she obtained a result of "250mg/dl" on the subject meter. There was no comparison provided that meets lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and administered a dose of novorapid insulin in response to the alleged issue. The patient reported that "5 minutes" after the alleged issue occurred she developed a symptom of sweating and self-treated with "glucose and juice". During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.